Event description:
Additional information was received from the manufacturing representative (rep). The rep reported that part of the sutureless connector was cut in the process of making the initial incision. The physician replaced the device with a new connector.

Manufacturer narrative:
The other relevant component includes: product ID (B)(4), lot/serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; ubd: (B)(6) 2014, UDI# (B)(4). Evaluation code is only applicable for the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot/serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Evaluation of implantable pump serial number (B)(4) revealed residue in the motor gear train and wearing on the lower shaft of gear number one and two. Evaluation of implantable catheter serial number (B)(4) revealed no significant anomalies. A tear was identified inside the seal near the guide ring of the sutureless connector, however, this did not affect the performance of the device during testing in the lab. The evaluation codes have been updated for this event. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). Per the pump logs, the stopped pump duration exceeded 48 hours alarm occurred on (B)(6) 2019 at 1:17 am, 48 hours after the motor stall occurred. The device was returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 20mg/ml of morphine at 8.2 mg/day and 40 mg/ml of bupivacaine at 16.408 mg/day via an implantable pump. The indication for use was not provided. It was reported a motor stall occurred on (B)(6) 2019. The cause of the motor stall was not determined. Regarding diagnostics/troubleshooting performed the logs were read. The pump was replaced on (B)(6) 2019. It was indicated the device would be returned to the manufacturer for analysis. The issue was resolved at the time of the report, 2019-jun-15. The patient's status was provided as alive - no injury. No further complications were reported or anticipated. The patient's medical history and other medications being taken at the time of the event were not available.